Event description:
Ous MDR - after an implantation period of approximately 28 months, oversensing with more than 55 inappropriate shocks was reported. A possible lead fracture was assumed. The lead was replaced, but not yet returned to biotronik.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 25 cm distal to the df4 connector pin. The proximal and the distal lead fragment were received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragments. In particular approx. 11 cm proximal to the lead tip the insulation was found damaged. This damage can be considered to be the root cause of oversensing which led to shock delivery as mentioned in the complaint description. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.